Event description:
It was reported that the cut-off pressure is too high. There was no reported patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer issue was not confirmed. Cut-off pressure is within tolerance. Pump will be calibrated preventive. Visual test was performed. No defects were noted. The reported issue was not confirmed by the technician, and the device will been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Visual and functional testing was performed. The probable cause of the reported problem unknown.